Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the monitor is still not receiving power, despite receiving a new power cord. The monitor had previously sent transmissions in the past. A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.